Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that one of the patient's l1 lead was exhibiting high impedances. As a result, the lead was explanted and replaced. Therapy was restored following the procedure.